Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm and the insulin would not flow. Customer stated that her blood glucose keeps going up with the use of the pump. Customer stated that only 2 or 3 sets from the box have worked normally. Customer has changed her site twice today. Customer reported that the elevated readings have been going on for over a week and a half. Customer has changed her site multiple times and sometimes the site is okay. Customer did not have bent cannulas. Customer's blood glucose was 203 mg/dl at the time of the incident and customer's current blood glucose was 548 mg/dl. Customer treated with an injection. Customer declined to check for possible site or insulin issues. Customer stated that her settings were supposed to be changed last wednesday. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer will be sent replacement supplies.